Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned. Analysis revealed an intermittent ventricular output when stress was put on the lead. The ventricular output condition was found to be the result of a misshapen ventricular multi-beam connector not making continuous contact with the lead.